Manufacturer narrative:
The device had the cannula assembly undeployed. Downloaded data shows the pod was deactivated after running 48 pulses, which were first prime pulses. It follows that the cannula assembly is in the appropriate state for this situation - undeployed, because the device did not complete the second priming sequence. No deficiencies were found that would cause needle mechanism failure. The pod arrived not deployed. Because the cannula never deployed, the cannula could not have been bent, kinked, or damaged. During investigation, debris was found inside hard cannula. Further analysis revealed presence of blood protein inside the hard cannula. The exact cause of presence of blood inside hard cannula could not be determined. This did not contribute to the reported event.

Event description:
It was reported that the pod's cannula did not emerge from the correct location, and the pink slide did not move forward. The cannula was found to be bent. No information was provided regarding treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.